Manufacturer narrative:
(B)(4). UDI # unknown. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that the endotracheal tube failed requiring the patient to be re-intubated. The cuff's inflation was unable to be maintained. Additional information was received on 03-feb-2016 stating that there was no patient injury. The patient was re-intubated with another device without further issues.

Manufacturer narrative:
The sample was received and evaluated. One (1) used sample was received that was not returned with the original packaging. The sample has significant biologic matter inside the tubing and cuff. The microcuff balloon was infused with water and with slight manipulation, leakage was observed in the area of the proximal collar of the balloon. Both the proximal and distal collars of the balloon were attached to the tubing. When viewed under magnification, the balloon cuff exhibits a hole between the bond and tube in the proximal cuff area of the balloon. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).

Event description:
It was noted during a retrospective review of the complaint performed on 22-jul-2016 that on (B)(6) 2016 the patient was deceased, but unrelated to the initial reported event.

Manufacturer narrative:
Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Manufacturer narrative:
Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Event description:
It was noted during a retrospective review of the complaint performed on 22-jul-2016 that on (B)(6) 2016 the patient was deceased, but unrelated to the initial reported event.